Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose in (B)(6) 2017 with blood glucose of 36 mg/dl at the time of the incident. The customer had bolused, ate, and then bolused again. The customer used glucose tablets to treat. The customer also experienced a low in the 40 mg/dl range in (B)(6), and paramedics came out and treated them with glucose gel. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer was also having issues with their sets sticking. The insulin pump will not be returned for analysis.